Manufacturer narrative:
Device passed displacement test and self test. No unexpected display anomaly, no unexpected vibrant or make noise randomly without any alerts noted during testing. Device functioning properly. Device received with cracked case(battery tube), cracked case corner of belt clip rail corner and cracked keypad at select button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s front screen will go on and off and the pump will vibrant as well as make noise randomly without any alerts. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack on the back of the insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.